Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2014 with the following findings: the pump was returned with a torn audio bolus button cover. During testing, the audio bolus button was intermittently responsive. The button cover was removed and the white slug under the button cover was misaligned. Unrelated to the initial complaint, the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.